Event description:
Covidien received info stating that an 840 ventilator had a blank top display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) was not able to duplicate the problem. The cse inspected the device and replaced to gui communication video flex cable as a precautionary action. The ventilator then passed all test per manufacturer's specifications. Covidien reference: (B)(4).